Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 240 mg/dl. Prior to the hospitalization, the customer woke up with very low blood glucose levels. The customer was able to call the paramedics and give herself some glucose. The customer had been experiencing low blood glucose levels for the past three days. Earlier, the customer's blood glucose was 51 mg/dl. After treating with juice and crackers, she was up to 79 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.